Manufacturer narrative:
The technician replaced the 22-position connector to repair the bed.

Event description:
Info rec'd indicates, the bed has no scale display due to corrosion on the 22-position connector on the retracting frame.